Event description:
It was reported that on 9/9/03 the patient presented with neuromuscular scoliosis status post spinal fusion all the way down to l5 with galveston cobb instrumentation. The patient underwent anterior discectomy at l5-s1; anterior interbody fusion at l5-s1; allograft femoral ring strut augmented with rhbmp-2/acs and putty. On (B)(6) 2009 the patient presented with pseudoarthrosis l1-l2, status post op anteroposterior fusion for correction of neuromuscular scoliosis secondary to myelomeningocele. The patient underwent exploration and fusion from t6 to s1, posterior lumbar interbody fusion l1-l2 posterior spinal fusion l1-2 autologous local bone grafting augmented with rhbmp-2/acs and mineralized bony matrix. On (B)(6) 2010 the patient presented with neuromuscular scoliosis status post anterior and posterior fusion with pseudoarthrosis l1-l2. The patient underwent removal of instrumentation synergy from t5-l5, exploration of fusion from t5-l5, posterior spinal fusion from l1-l2, posterior spinal segmentation from t5-l5 using titanium autologous local bone augmented with rhbmp-2/acs and demineralized bony matrix. On (B)(6) 2011 the patient presented with nonunion l1-l2 status anterior and posterior fusion for neuromuscular scoliosis. The patient underwent anterior interbody fusion l1-2 using rhbmp-2/acs and dbm. The patients post op period was marked by complications which included medical treatment, need for additional surgery, pain,nerve damage, nerve impingement, and ectopic bone formation. The patient experienced physical and mental pain and emotional/mental damage.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2010 op- notes: ¿intraoperative x-rays were taken and showed that screws were in very acceptable alignment within the pedicles of l2-l5 bilateraiiy. The rod was then contoured and applied onto the hooks and screws and appropriate compression and distraction was done and set screws were then tightened. Finally the set screw heads were then sheared off using a torque stabilizer and a torque wrench. Two crosslinks were applied, one around the t6 area and one around the t10-t11 area. Both were locked into place. Then the surgeons went ahead and thoroughly irrigated the area and harvested autologous local bone from the thick fusion mass in the thoracic spine and transplanted it after decortication of the pseudoarthrosis at the level of l 1-l2. This was augmented with rhbmp-2/acs and demineralized bony matrix in form of osteofil. The patient tolerated the procedure well. There were no complications noted.